Event description:
It was reported that the tip of the lateral torque limiting driver sheered off while installing a screw and was left in the patient post-op. This event occurred in japan.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.